Event description:
Affiliate reported that the product was explanted due to a suspected infection, beyond that, no other information has been provided. Codman has attempted to obtain more information and nothing has been provided.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.